Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional information was requested and the following was obtained: were x rays taken? Results (location and size of the tip, if located) - unk was additional tissue dissection required or damage due to searching for the needle tip? No. Any patient consequences? If yes, what medical/surgical intervention provided? No, patient present condition stable? If retained, what is the surgeon's opinion of consequences to the patient? Unk. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage the package insert (IFU) cautions: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.

Event description:
It was reported that the patient underwent a pediatric cardiac surgery on (B)(6) 2017 and the suture was used. During the procedure, the tip of the needle was broken during sewing autologous pericardium. The surgeon tried to search for the broken piece but failed. Another like device was used to complete the procedure. It is unknown if the broken piece retained. The patient present condition is stable.

Manufacturer narrative:
Additional information was requested and the following was obtained: was the needle tip retained in the patient? Unknown.